Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited high capture thresholds after it was implanted. On subsequent checks, the device exhibited safety switches with low out of range pace impedance measurements. Additionally, oversensing of noise and pacing inhibition was observed with suspected loss of capture (loc). As a result, the patient experienced syncope and anxiety.

Event description:
It was reported that this pacemaker exhibited high capture thresholds after it was implanted. On subsequent checks, the device exhibited safety switches with low out of range pace impedance measurements. Additionally, oversensing of noise and pacing inhibition was observed with suspected loss of capture (loc). As a result, the patient experienced syncope and anxiety. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. A lead revision was scheduled, however, during the procedure, this device was interrogated and the device showed 1.5 years of longevity remaining and a battery consumption of 400%. The physician opted to replace this device due to lead testing intraoperatively stable measurements. No additional adverse patient effects were reported. This device has been received for analysis.